Event description:
The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Reportedly, the customer changed their infusion set and cartridge, and then they stopped using their pump and reverted to correction injections to address bg. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned